Event description:
It was reported that the patient underwent a water vapor therapy. Following the procedure, the patient experienced tenesmus, increased urinary frequency with loss of urine, dysuria, swelling in the pelvic area and urinary retention. Therefore, the patient underwent a follow-up appointment, and a catheter was inserted into the bladder, 1200 cc of urine were drained. The patient visited another physician for a second medical opinion, necrotic prostate tissue was expelled, which was preventing the patient from urinating correctly. The patient stated that he has also experienced depression and discomfort. The patient was treated with analgesics.

Event description:
It was reported that the patient underwent a water vapor therapy. Following the procedure, the patient experienced tenesmus, increased urinary frequency with loss of urine, dysuria, swelling in the pelvic area and urinary retention. Therefore, the patient underwent a follow-up appointment, and a catheter was inserted into the bladder, 1200 cc of urine were drained. The patient visited another physician for a second medical opinion, necrotic prostate tissue was expelled, which was preventing the patient from urinating correctly. The patient stated that he has also experienced depression and discomfort. The patient was treated with analgesics.

Manufacturer narrative:
The complaint device has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the reported clinical observations could not be confirmed. The reported patient symptoms of dysuria, hematuria, necrosis, pain, swelling, urinary retention, urinary urgency, urinary frequency are a known inherent risk of device use as documented in the product instructions for use. In addition, the reported patient symptom of depression is not specifically anticipated in the risk documentation, however, it was reported as a result of the adverse events the patient experienced after the procedure.